Event description:
In 2004, the pt was having non-auditory sensation on many of their electrode channels. In dec. 2004, the pt was no longer able to perceive acoustic info from their cochlear implant.